Manufacturer narrative:
The investigation confirmed that higher than expected vitros ipth results were obtained from a vitros quality control fluid using vitros intact pth (ipth) reagent on a vitros 5600 integrated system. In addition it was confirmed that a higher and lower than expected vitros ipth results were obtained from a range verifier on a vitros 5600 integrated system. A definitive cause could not be determined, however, acceptable quality control results were obtained after calibrating with a different set of the same lot of vitros ipth calibrators. Therefore, a suboptimal calibration cannot be ruled out as contributing to the event. The set of calibrator fluids in use likely contributed to the suboptimal calibration, however, this could not be confirmed. There was no indication that the vitros 5600 integrated system contributed to the event. Within-run precision tests indicated the instrument was performing as intended.

Event description:
A customer observed higher than expected vitros ipth results obtained from a vitros quality control fluid, in addition, higher and lower than expected vitros ipth results were obtained from a vitros range verifier fluid on a vitros 5600 integrated system. Level 3 control results: 780 and 771 pg/ml vs expected 518.8 pg/ml. Range verifier results: 6538 and 3276 pg/ml vs expected 4750 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. No vitros ipth patient sample were processed at the time of the event. However, the investigation could not rule out that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).